Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The patient's blood glucose last night was 575 mg/dl. The patient has been experiencing high blood glucose and no delivery alarms for the past seven to eight months. The patient treated via infusion set change and insulin pump bolus. Troubleshooting was declined. The reservoir was not returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer called back to report continued issues with high blood glucose levels since the last call. The customer stated she has started using her thighs, and that has seemed to be working better. Advised the customer to call back if further assistance is needed, even if she is out of warranty.